Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels one day after having discontinued insulin pump therapy. The customer stated that the insulin pump stopped working and that she was on steroids with pneumonia. The customer's blood glucose was 701 mg/dl. She complained of nausea, vomiting and chest pain. She did not know the cause of hospitalization yet, as the hospital workers were stilling running tests to find out what was going on.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.